Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s luer connector snapped when the user removed the device from a pocket, leaving the cartridge and adapter stuck in the chamber and preventing disconnection from the pump; a replacement device and connectors were provided, and the family temporarily transitioned to a backup pump before resuming use of the original ilet after removing the broken connector. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler that resulted in failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.